Event description:
It was reported the pump was ¿hitting¿ the patient¿s ribs and was ¿slanting, thermally into the other side of the abdomen.¿ a pump pocket revision was being performed on (B)(6) 2013 and they were moving the pocket to the other side of patient¿s abdomen. The patient was tiny and had lost weight. The pump was delivering infumorph. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l41568, implanted: (B)(6) 1997, product type catheter; product ID 8832, serial # (B)(4), product type programmer, patient. (B)(4).